Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing an increase in recharge burden to the point she has having to charge every other day. Based on the pt's scs system parameters it was determined the pt's scs ipg was functioning properly. Subsequently, a replacement charging system was sent to the pt. It was later identified the issue did not resolve with the replacement charging system. System parameters were re-assessed and it was determined the scs ipg battery was depleting prematurely. Follow-up identified the pt's scs ipg was explanted and replaced. The pt was receiving effective stimulation post-operative.